Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for care and handling of the driveline. It is outlined to inspect the driveline, power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. No further information will be asked for this complaint as it pertains to the dt2 study group and they will be responsible for the reportability and follow up of the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2016-00839 and 840) submitted for devices related to the same event. Device retained by patient.

Event description:
It was reported by a coordinator at a us site that the patient slammed the driveline cable in car door, immediately resulting in electrical faults and high power alarms. There was no visible damage to the driveline. Patient was admitted to the hospital. It was stated that the log files confirmed single stator operation. Clinical engineering was on site and performed an elective controller exchange which resumed dual stator function. It was also stated that there were no effect on the patient.

Manufacturer narrative:
The driveline and controller were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices, (B)(4) and (B)(4), met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed one (1) electrical fault alarm was logged on (B)(6) 2015 at 08:47:07. The electrical fault alarm was immediately followed by a high watt alarm two seconds later at 08:47:09. The high watt alarm was cleared at 10:11:28, however another high watt alarm occurred at 10:11:34. The high watt alarms were likely the result of the pump running on the rear stator only. The electrical fault alarm was due to a short circuit occurring within the driveline or controller as a result of the reported event. The most likely root cause of the electrical fault alarm can be attributed to a brief short circuit condition caused by the reported event. This is two of two reports (3007042319-2016-00839 and 00840) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.